Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("malaise"), pelvic pain ("pain started affecting me late/ chronic pain"), fatigue ("chronic fatigue"), inflammation ("debilitating chronic inflammation") and vaginal haemorrhage ("intemittent brown or red blood discharge"). The patient was treated with surgery (surgery of essure device). Essure was removed. At the time of the report, the malaise, pelvic pain, fatigue and inflammation outcome was unknown. The reporter considered fatigue, inflammation, malaise, medical device removal, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the problems began in 2013-2014. Concerning the injuries reported in this case, the following ones were reported via social media- pain, fatigue, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("malaise"), pelvic pain ("pain started affecting me late/ chronic pain"), fatigue ("chronic fatigue"), inflammation ("debilitating chronic inflammation") and vaginal haemorrhage ("intemittent brown or red blood discharge"). The patient was treated with surgery (surgery of essure device). Essure was removed. At the time of the report, the malaise, pelvic pain, fatigue and inflammation outcome was unknown. The reporter considered fatigue, inflammation, malaise, medical device removal, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the problems began in 2013-2014. Concerning the injuries reported in this case, the following ones were reported via social media- pain, fatigue, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event ' inflammation nos' was added. New reporter was added. On 23-mar-2020: added event intermittent brown or red blood discharge and surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.